Event description:
Received a phone call from a facility reporting patient infection. The caller reported that an acl repair was performed on a young male patient in good physical condition on 9/22/2006. For fixation, mitek rigidfix cross pins and a mitek biocryl screw were used, the graft that was fixated was an allo graft (manufacturer & lot not know to mitek). On post-op three, 9/25/2006, patient had minor signs of infection, slight fever. On post-op 4, 9/26/2006, patient had high fever with the knee aspirated and cell count performed. Wbc on knee aspirated and cell count performed. Wbc on knee aspirate at 28,500. Irrigation, debridement & wash of the op site performed on 9/29/06. Patient being treated with antibiotics. The surgeon is consulting an "infection consultant" to map out a cource of action if the infection persists. The caller stated that mitek would be kept abreast of any germane developments, positive or negative. See also associated MDR 1221934-2006-00208.

Manufacturer narrative:
Nothing is being returned, as the fixation device is still within the patient. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 175 devices that were released to distribution. At this point in time, the origin of precipitator of the infection is not known. This report is being filed to document & track the progress of the event.